Event description:
A discordant low ov (om-ma ca 125) result was obtained on one patient sample on an immulite 2000 analyzer. The initial result was released to the physician. There were no known reports of patient treatment being altered, delayed, or withheld due to the discordant ov (om-ma ca 125) result. There were no known reports of adverse health consequences due to the discordant ov (om-ma ca 125) result.

Manufacturer narrative:
A siemens healthcare diagnostics inc. Field service engineer (fse) was dispatched to the customer site for instrument evaluation. After evaluating the instrument and instrument data, the fse proactively replaced the sample probe and performed a total service call. The cause for the discordant ov (om-ma ca 125) result is unknown. The instrument is performing according to specifications. No further evaluation of the instrument is required.